Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an infant heel warmer. Per the maude event report received, the customer stated that while preparing to obtain a blood sample from the baby, an "argyle" infant heel warmer" burst, exposing the baby and the nurse to the contents within the warmer when the nurse squeezed the pack (as indicated) to begin the warming instructed on the packaging. The customer further reports that there was no harm to the nurse or baby.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).